Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment/slda appears to be due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 3. The anterior mitral leaflet had a pre-existing cleft. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip. Mr was reduced to 1. There was no adverse patient effect and no clinically significant delay during the procedure. The physician feels the slda occurred due to the pre-existing cleft on the anterior leaflet. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 3. The anterior mitral leaflet had a pre-existing cleft. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip. Mr was reduced to 1. There was no adverse patient effect and no clinically significant delay during the procedure. The physician feels the slda occurred due to the pre-existing cleft on the anterior leaflet. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.